Event description:
Additional information: the hcp reported the patient had no medication in the pump for one year due to 'incarceration'. A catheter dye study was performed on (B)(6) 2012. During the study, the catheter access port was accessed. Fluoroscopic views traced the dye from the catheter to the intrathecal space and an appropriate myelogram was noted. There was no evidence of any leaks at any point along the path of the catheter. The patient was to be seen in clinic to determine the next steps with regard to the treatment plan. Per the hcp, there was no notation of any infection. The pump was noted as having delivered morphine in 2009; it was unknown to the reporter if/when the pump administered baclofen. The pump currently contained saline and was functional; therefore a pump refill 'at some point' was planned. No pump explant procedure occurred.

Event description:
It was reported there was an infection. The device was explanted. The drug in the pump was baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709sc lot#n231120014 implanted: (B)(6) 2009 explanted: unknown.

Manufacturer narrative:
(B)(4).